Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance completing an infusion set change with a steel 6 mm contact/detach set while continuing to use the same cartridge; the agent guided a rewind, cartridge removal and reinsertion, tubing fill, site application, and cannula fill, after which insulin therapy was resumed and a blood glucose of 218 mg/dl was documented. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education to complete the infusion set change and to monitor glucose for 1 to 2 hours with instructions to call back if values did not regulate. Investigation of this case revealed no device malfunction reported and that hyperglycemia occurred in the setting of an infusion set change with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.